Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure as she needed a thoracic spine surgery. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.